Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, dilated left atrium, a rotated heart, flail and prolapse of the posterior leaflet, a depressed ventricle on the left side. A mitraclip xtw was selected for treatment, but difficulties grasping and capturing the leaflets occurred. While simultaneously grasping the leaflets, a tear near the annulus and posterior leaflet was observed. Mr was coming from the lateral commissure, and there was a flail or prolapse of the posterior leaflet. While steering to t the anterior leaflet through the cordea, difficulty steering the device occurred due to patient anatomy. The clip was able to grasp the leaflets, but there was no reduction of mr. Difficulties visualizing the clip during the procedure occurred. The clip was removed from the patient. The procedure was completed with no clips implanted. The mr remained at grade 4. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received: while in the left ventricle, the clip became stuck in chordae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty grasping, difficulty capturing, sleeve steering issue, and poor image resolution appear to be due to patient morphology/pathology. The reported difficulty removing the device associated with clip became stuck on the chordae appears to be due to the sleeve steering issue. The reported tissue injury appears to be related to multiple grasping and capturing attempts. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention have been performed to address the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.